Event description:
A report was received from the affiliate indicating that a healthcare worker noticed moisture on the load after a completed sterilization cycle. The worker did not wear personal protective equipment and was burned. He then proceeded to deliver the load to the operating room (or). When three nurses handled the load in the or they too were burned. The hydrogen peroxide (h2o2) contact was on the employee's finger. The worker handled the load in preparation for surgery; the worker was not wearing personal protective equipment and burned their right thumb. The skin at the contact site was discolored. Medical attention was sought and ointment was prescribed to treat the burn. The symptoms cleared within one day. This report is for the third worker.

Manufacturer narrative:
Per the sterrad 100s user's guide: warning! Hydrogen peroxide is corrosive: concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Hydrogen peroxide may be present: wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber. Cleaning, rinsing, and drying: cleaning and sterilization are two separate processes. Proper cleaning of instruments and devices is a critical and necessary step prior to sterilization. All items including trays must be thoroughly cleaned, rinsed, and dried before loading into the sterilizer. Carefully inspect all instruments and devices for cleanliness and dryness prior to packaging. If visible soil is present, the item must be re-cleaned and dried prior to sterilization. If moisture is present, dry the item thoroughly prior to sterilization. This is one of four 3500a reports being submitted for this event: please reference manufacturer report numbers: 2084725-2009-00652, 2084725-2009-00653 and 2084725-2009-00655.